Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during preparation for the implant procedure, the touch screen of this latitude programmer was unresponsive. The programmer was powered off and turned on again which cleared the issue, and the programmer performed well for the rest of the case. The procedure was completed successfully. No adverse patient effects were reported. The latitude programmer is retained by the hospital.